Event description:
It was reported that the itrak 3500l system had no registration prior to use. No pt injury was reported.

Manufacturer narrative:
A ge service rep was successful in coaching the operator over the phone through a fiducial registration to enable use of igs in support of case. The system is working as intended.